Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump malfunction, confirmed alarm did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.